Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1204 alarm message: low internal battery message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that device was turned into biomed stating vent failure. Customer looking for assistance to view event log. Informed customer how to access event log. Went over event log with customer and found that device was giving error code 1204 - battery low error message at 500pm and then error code 1218 - power restored at 1000pm showing battery was low and died then plugged back in 5 hours later. Customer states he will test device and allow to charge before returning to service. The investigation is ongoing.